Event description:
(B) (4) crm received information that the patient with these dextrus atrial and right ventricular (rv) leads experienced a painful twitching sensation in the chest. A system check revealed no pacing and no sensing, as well as no p-wave, r-wave or impedance measures. The patient was sent for a chest x-ray. No serious adverse patient effects were reported. No additional information is available at this time.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.